Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the valve was implanted via lp with a lumber catheter (702-jj) and a and with another catheter (82-3045) , then the system was connected. However the valve was suspected to be obstructed. Therefore the valve was changed to another valve (ns9008) and the procedure completed. The patient has a primary disease of subarachnoid hemorrhage. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The valve was visually inspected; the needle guard was raised and blocking the flow. The valve was flushed; no flow. The root cause for the raised needle guard could be due to handling, as noted in the IFU, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Based on the resutls of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.